Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that after a lead implant procedure, the ipg was not able to communicate with external device. The ipg was placed in surgery mode before the procedure. Troubleshooting was not able to resolve the issue. As a result, surgical intervention was under taken where in the ipg was explanted and replaced resolving the issue.